Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline disconnect alarms and a no external power alarm were confirmed during review of the submitted log files. The log files collectively contained approximately 14 days of information (04nov2023 to 18nov2023 per timestamp). Between 10:14:14 and 10:16:51 on 13nov2023, three driveline disconnect alarms were observed. These driveline disconnect alarms lasted for 22 seconds, 10 seconds, and 2 seconds. These events were associated with pump stops, which have been addressed further under the investigation of the pump (see manufacturer report number: 2916596-2023-08156). The pump quickly returned to a speed above the low-speed limit each time that that communication and power to the driveline was restored. No further driveline-related alarms were observed throughout the data. A no external power alarm was observed at 16:56:19 on 15nov2023 due to both power cables of the controller being simultaneously disconnected from external power. The emergency backup battery provided support to the system in the absence of external power. The no external power alarm cleared shortly later at 16:56:25 on 15nov2023, when the black power cable was reconnected to the power module. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for evaluation. Multiple attempts were made to obtain additional details surrounding the event, but no response was received. The root cause of the driveline disconnect alarms could not be conclusively determined. The root cause of the no external power alarm was determined to be user error in simultaneously disconnecting both of the controller¿s power cables. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect and no external power alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related pump manufacturer report number: 2916596-2023-08156.

Event description:
It was reported that log files captured, on 13nov2023, three driveline disconnects occurred which resulted in 3 pump stops. The data after the pump restarted showed normal pump function. A no external power alarm was also found that occurred on 15nov2023 when both power leads were disconnected. The backup battery engaged and there was no interruption in support.

Manufacturer narrative:
Related pump manufacturer report number: 2916596-2023-08156. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.